Event description:
It was reported patient underwent a left unicondylar compartmental knee arthroplasty on (B)(6) 2009. Subsequently, patient alleges the need for a revision due to the fracturing of the tray. No further information has been provided to date. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse events, number 9 states,"fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, and/or excessive weight." This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformances. There was no evidence of cement adherence found on returned device. The surface of the metal backing that fractured appears to have an unintended curvature. This curvature suggests that the bearing was allowed to deform in vivo, putting the metal backing in tension. The fracture appears consistent with this type of loading.

Event description:
It was reported patient underwent a left unicondylar compartmental knee arthroplasty on (B)(6) 2009. Subsequently, patient was revised on (B)(6) 2013 due to fracture of the tibial component. The tibial component was removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay the revision date, which was unknown at the time of the initial medwatch. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.